Event description:
Related manufacturer reference#: 3006705815-2019-02469.

Manufacturer narrative:
Leads were repositioned on (B)(6) 2019 rather than (B)(6) 2019.

Event description:
Related manufacturer reference#: 3006705815-2019-02469. Follow-up information revealed the patient's leads were repositioned on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 3006705815-2019-02469. It was reported the patient lead have migrated downward. As such, the patient underwent surgical intervention on (B)(6) 2019 where the leads were repositioned. The patient has effective therapy and the issue is resolved. .